Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that coating peeled off the wire. An 2.4mm jetstream xc was selected for use in a atherectomy procedure in the superficial femoral artery (sfa). It was noted that the coating came off of the non-bsc wire during two attempts to load the catheter over the wire. An additional attempt was made to load the catheter over another non-bsc wire, however, it did it again. The procedure was completed successfully with another jetstream. There were no patient complications and the patient's status was fine.